Manufacturer narrative:
(B)(4).

Event description:
The customer indicated that on the morning of the event quality controls (qc) were in range for all assays. The customer was preparing to dilute a progesterone test and stated they always run the diluent as a patient sample. When they tested the diluent for progesterone they recovered an unexpectedly high result. The customer then decided to repeat qc for the afternoon and noticed that all qc was out of range for all assays. At this point the customer repeated patient samples from the morning and identified 3 patient samples with erroneous results when tested for estradiol - e2 (estradiol iii) . One of these patients also had erroneous intact human chorionic gonadotropin + the b-subunit (hcg + b) results. The repeat results received were higher than what had been initially reported outside of the laboratory. Patient 1 initial estradiol iii result was 505 pg/ml. The repeat result was >3000 pg/ml. Patient 2 (female, (B)(6)) initial estradiol iii result was 1489 pg/ml. The repeat result was 2392 pg/ml. The initial hcg + b result was 29 miu/ml. The repeat result was 20 miu/ml. Patient 3 (female, (B)(6)) initial estradiol iii result was 2092 pg/ml. The repeat result was >3000 pg/ml. The customer was contacted by the field service engineer (fse) the next day. The customer indicated the pinch valve tubing looked kinked or damaged. The customer was advised to replace pinch valve tubing and perform sample/reagent and sipper probe primes. The samples for the 3 patients were repeated after replacing the pinch valve tubing. Patient 1 estradiol iii repeat result after changing the pinch valve tubing was 431.2 pg/ml. Patient 2 estradiol iii repeat result after changing the pinch valve tubing was 1081 pg/ml and the hcg + b result after changing the pinch valve tubing was 40 miu/ml. Patient 3 estradiol iii repeat result after changing the pinch valve tubing was 1488 pg/ml. Corrected reports were issued for the 3 patients and the final results reported were the results obtained after the pinch valve tubing was replaced. No adverse event occurred. The estradiol iii reagent lot number was 12067000 with an expiration date of 01/31/2017. The hcg + b reagent lot number was 13196003 with an expiration date of 05/31/2017. The last liquid flow cleaning was performed on (B)(6) 2016. After performing the system maintenance and priming, the customer ran qc and all were acceptable. Since replacing the pinch valve tubing, the customer has not had any further erroneous results. The root cause of the discrepant results was likely the worn pinch valve tubing.